Event description:
It was reported that patient was met by manufacturer representative as the pc displayed the message. Battery voltage shows <2.73. Ipg is still providing therapy. Surgical intervention will be addressed at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly therapy was restored.

Manufacturer narrative:
Ipg evaluated and met spec, no longer reportable-there is no device malfunction. The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Event description:
Additional information indicated that this issue is no longer reportable as the ipg has reached its normal end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.